Event description:
It was reported that the patient presented for remote follow up via merlin.net a review of the transmission revealed over-sensed noise exhibited by the right atrial lead. Programming changes were made. The patient was in stable condition.